Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was 404 mg/dl which was treated with manual injection. Customer alleged insulin pump was under delivering because of high blood glucose event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.